Manufacturer narrative:
Batch review performed on 11 november 2021: lot 2000484: 70 items manufactured and released on 08-jun-2020. Expiration date: 2025-may-26. No anomalies found related to the problem. To date, 67 items of the same lot have been sold with no similar reported event. Additional device involved, batch review performed on 11 november 2021: gmk-sphere 02.12.0211crr tibial insert fixed sphere cr #2/11 mm r (k181635) lot 1901348: 60 items manufactured and released on 03-jun-2019. Expiration date: 2024-may-15. No anomalies found related to the problem. To date, 24 items of the same lot have been sold with no similar reported event.

Event description:
The patient came in reporting tightness in the knee and the cause of the tightness is unknown. The surgeon revised the liner (with a lower one) and the femoral component about 1 year after the primary surgery. The surgery was completed successfully. The femoral component was revised because the surgeon wanted to use the kinematic alignment femur on this patient. It gave better lateral coverage and the patella tracked better. Scar tissue was present but nothing excessive.